Event description:
During index procedure one resolute integrity drug eluting stent was implanted in the cx. Approximately 12 days post index procedure coffee ground diarrhea was reported to have occurred. Investigator has assessed that the event was not related to the study device. The patient recovered.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). (B)(4).